Manufacturer narrative:
The patient's dob or age at time of event, gender, weight, ethnicity, and race are unknown. This information was not available from the facility. During inflation, the balloon ruptured below rbp. No patient injury, this MDR is being reported conservatively. Block b6/b7: patient information regarding relevant tests/laboratory data or medical history are unknown. This information was not available from the facility. Report source: foreign- (B)(6). 510(k) is n/a. This device is only sold in (B)(6). The angiosculpt device was returned for investigation. Visual inspection found multiple kinks on the transition tubing and proximal shaft. During functional testing, using an indeflator filled with water, the device was pressurized at less than 6 atm and a leak was observed at the guide wire port (hub) and distal shaft. Then, using an indeflator filled with green-dyed water, the device was pressurized at less than 6 atm and additional leaks were present at the distal tip and the balloon. Under microscopic inspection, a pinhole leak was noted in the middle of the balloon. The IFU warns at least 99.9% of the balloons (with a 95% confidence level) will not burst at or below the rbp.

Event description:
The angiosculpt device was used to treat a slightly calcified lesion. During the first inflation at 8 atm for 10 seconds, the balloon ruptured. The procedure was completed with a new angiosculpt device. No patient injury reported.